Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow measurement was not displayed on the rotaflow console. The customer kept restart the device and finally got the reading of flow. This caused a 5 to 15 min delay in treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Thus, no exact root cause could be identified. However, the failure mode "flow measurement was not displayed" can be linked to the following most possible root causes according to our risk management file: zero flow calibration failed. Incorrect flow measurement. Software error. Dried contact gel. User forgot renewing contact gel. According to instruction for use (instructions for use / 4.4 / en / 15): chapter 2.2.6) the flow measurements are less accurate with flows less than 2 lpm (liters per minute). Use an independent external flow measurement in this flow range. Chapter 4.4.4) to achieve the specified flow accuracy, calibrate the flow sensor, check its functionality before each application and define the current blood temperature range. Chapter 5.6.1) it must be checked that the speed indicator matches the speed on the rotary knob before use. The device was manufactured on 2014-03-31. The review of the non-conformities has been performed on 2024-01-17 for the period of 2014-03-31 to 2024-01-0. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "flow measurement was not displayed" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the flow measurement was not displayed on the rotaflow console. The customer kept restart the device and finally got the reading of flow. This caused a 5 to 15 min delay in treatment. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.